Event description:
It was reported that after a da vinci-assisted colostomy closure surgical procedure, the 8mm fenestrated bipolar forceps instrument had a plastic tear at the front joint. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the crack only became apparent when the instrument was checked under a usb microscope. There was no material missing or detached from the portion of the device that enters the patient¿s body, any cables appear to be broken/frayed at the instrument wrist and there was no evidence of thermal damage.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and found to have a broken bipolar yaw pulley between the grips. The broken piece is missing as a result of breakage. Size of missing piece (material) is approximately 4.00 mm x 1.00 mm x 1.00 mm. The components surrounding the break did not exhibit damage that would have contributed to the broken yaw pulley.